Event description:
Medical affairs spoke to patient and based on the info provided, co is reporting this case as an adverse event. Patient claims that for a week meter had been showing their three dashes and they were unable to test their blood glucose. During that week they had a scheduled surgery for carpal tunnel. The day of the surgery they tried to test their blood glucose and were still getting the three dashes, they still took their set amount of oral medication daily. After the surgery was over, they were told they were going to stay in the hosp for a week, so that they control their blood glucose. They were told their blood glucose was "high." Patient claims they were not told how high their readings were. Prior to leaving the hosp patient does not recall what their readings were. After speaking to the lfs rep, pt replaced the batteries and meter worked fine. Pt is able to use the meter. There is no evidence of a malfunction. Medical affairs is reporting this case as an adverse event, because patient was kept longer in the hosp to control blood glucose, while the meter was not providing patient with results, and even though readings at the hosp were not provided.